Event description:
According to the reporter, during a procedure, the electrode was not seated properly in the bovie pencil that caused an arc of current. Patient had burn on the inner lip. The incident occurred due to user error and it was not medtronic/covidien product that caused the burn. The electrode that caused the arcing was a non-medtronic product.

Manufacturer narrative:
D10 concomitant products: not-mdt-prod, non-medtronic product (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.